Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline. User tried to restart the device using the switch in the back, pyxis does not turn on and made a beeping sound from the back. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power and station was offline. A field service engineer found that the station had a black screen on the bedside display. Removed the auxiliary unit from the main station, but it still did not power up and found that the main half height enhances drawer 1.2 had a faulty drawer controller board and replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.